Manufacturer narrative:
The device remains in service with normal follow-ups planned. This report will be updated if additional information is received.

Event description:
It was reported that this pacemaker displayed a remaining longevity that was somewhat less than expected after approximately one year of implant time. Premature battery depletion was suspected. Technical services discussed the remaining longevity was dependent on the programming and therapy usage of the device. The field representative indicated they would save device data for technical services to review at the next follow-up, scheduled for six months. No adverse patient effects were reported.